Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of a promus rx 3.0 x 28 mm stent to mid left anterior descending artery (lad). Post procedural residual stenosis was 0%. The patient was discharged from the index hospitalization the next day. On (B)(6) 2012, the patient returned to the hospital. Catheterization revealed in-stent restenosis of the promus stent and the patient subsequently underwent brachytherapy for treatment of the restenosis. The event was considered recovered/resolved. No adverse patient sequela was reported. No additional information was provided.